Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered the load process again after changing a cartridge. Tandem technical support assisted the customer with completing load and resuming insulin delivery. The customer's blood glucose level was 300 mg/dl and a humalog injection was administered.